Event description:
The stent (subject device) was returned for analysis and it was discovered that the subject stent had deployed prematurely during use. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was seen to be kinked, the introducer sheath was seen to be damaged and the distal tip was missing and the stent was seen to be deformed. Dimensional inspections showed that all dimensions were within specification. The functional inspection showed that a patency mandrel could not be advanced past 4cm from the microcatheter hub. The mandrel was then advanced distally through the catheter and pushed the deployed stent out through the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. During device analysis the deployed stent was removed from one of the catheters. Once the stent had been removed it was found to be deformed. The sdw was found to be kinked. The introducer sheath was returned and found the distal tip was not present due to damage. Its likely when the reported resistance was felt during the procedure manipulation of the device would have caused the stent to deploy within the catheter. The as analyzed (aa) codes 'stent deployed prematurely during use', 'sdw kinked/bent', 'stent deformed' and 'stent introducer sheath damaged' as well as the as reported (ar) code 'stent difficult/unable to advance or pullback through catheter ' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.